Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that customer experienced high blood glucose. The customer¿s blood glucose level was 410 mg/dl at the time of incident. Customer declined to troubleshoot for high blood glucose value. Customer also stated that the meter will not connect with them insulin pump. Customer tried to delete and reprogram but it won't connect. The insulin pump will not be returned for analysis.